Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was possible premature battery depletion. The device was replaced. There were no reported patient complications as a result of this event.

Event description:
It was reported that there was possible premature battery depletion. The device was explanted and replaced. It was further reported that the device was at elective replacement indicator (eri) and that the battery voltage was dropping rapidly even though the device was only 28 months old. The device had switched to vvi mode, resulting in the patient going into atrial fibrillation a large portion of the time. The patient also experienced increased fatigue, increased exertional dyspnea, decreased exercise capacity, and weight loss. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.